Event description:
Boston scientific received information via patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedance. Additional information obtained from the field representative that the cause of high shock lead impedance was not determined. Defibrillation threshold (dft) test done at implant procedure. No change on lead measurement and patient condition. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the rv lead and this ICD exhibited another high out of range sli of greater than 200 ohms. However, the cause of high shock lead impedance has not been determined. Tachy therapy was turned off and set to monitor only due to high oor sli. At this time, the rv lead was explanted and replaced while the device still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a cored out hole in the rv tip seal plug, however, no other anomalies were noted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the device was later explanted and returned.

Event description:
Additional information was received that another red alert for high oor sli has been detected via patient remote monitoring system for ICD and rv lead. However, the cause of high shock lead impedance was not determined. The clinic will continue to monitor the patient. The system still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.